Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a starclose se after an unspecified procedure. Reportedly, it did not deploy. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis of the returned device did not confirm the reported experience. The device was received in the partially deployed condition. The plunger was deployed, the thumb advancer was just proximal to starting position, the sheath completely split, the tube set was in deployed alignment, and the vessel locator wings (vlw) deployed. There was no other anomaly observed. The safety release was activated and the vlw collapsed as intended. The handle was opened and the tube set can be verified to be in deployed alignment. The clip was not on the device and its location is unknown. The cause for the reported experience cannot be determined. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Estimated date of occurrence, exact date was not recalled. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.